Event description:
The ventilator humidifier overheated to a temp. [Temperature] of 66 degrees c/t-probe=35 degrees at the pt inlet. For some reason the thermal overload switch did not trigger. The device is manufactured by fisher & paykel. The model is the mr-730. There was no harm to the pt [patient]. Device usage problem: device malfunction -that is, the device did not do what it was supposed to do.